Manufacturer narrative:
The customer contacted resmed multiple times to request assistance troubleshooting an intermittent alarm indicating a battery fault on an astral device. Per the reporter, the device was operating normally using the internal battery. She also noted, that the device was not switching from an ac power source to the internal battery correctly. The customer later informed resmed that based on her evaluation, she confirmed that the device fault was due to the external battery issue. Resmed has requested for the device and external battery to be returned so that an engineering investigation could be performed. Neither the device nor the external battery was not returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and displayed a battery fault error message. There was no patient injury reported as a result of this incident.